Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was under delivering insulin. Customer stopped wearing the insulin pump for a week due to being in the hospital. Customer did not give any hospitalization information. Insulin pump passed the self-test. The customer was instructed on changing the infusion set. Insulin pump is not expected to return for failure analysis.